Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the heavily calcified and tortuous right coronary artery (rca). The 2.8 x 26 mm graftmaster stent delivery system was advanced to the target site; however, due to the patient anatomy, the device was unable to cross the target lesion. The graftmaster stent delivery system was removed without difficulty. Balloon angioplasty was performed to seal the perforation. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.